Event description:
A malfunction alarm was reported, followed by another technical issue. The customer's blood glucose level exceeded 500 mg/dl, with the continuous glucose monitor displaying "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections. There was no need for third-party assistance beyond normal support, and the customer managed to resume using insulin without changing supplies. Additional information about previous occlusion events noted that the customer did not consistently use the same resolution method. The case was closed after providing the customer with off-label insulin messaging.